Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a rash under front te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacy prescribed a gel for the skin irritation. Follow up indicated that the skin irritation improved.